Manufacturer narrative:
Foreign (report source): (B)(6).

Event description:
It was reported that during the use of a smiths medical sacett suction above cuff et tube, the customer noticed air leaked from the cuff. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: four (4) photographs were received for evaluation. Results: from photographs received it was observed a tear in the pilot balloon. Sm investigation: one (1) used sample was returned for evaluation p/n 100/189/070 l/n 3654077; the sample was received in used conditions without its original packaging. Visual inspection: the returned sample was visually inspected at a distance of 12" to 16" and normal conditions of illumination. Result: no discrepancies were found. Functional testing: the cuff of the returned samples was inflated using a syringe and the product was submerged under water in order to detect any leakage. Results: leakage was observed coming out from a small tear in the pilot balloon. The customer reported condition was confirmed. The most probable root causes are: wear of the rubber used in the fixture for the printing of the inflation line. Lack of detection by production personnel. Problem source is manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.